Manufacturer narrative:
.

Event description:
It was reported that a revision surgery was performed.

Manufacturer narrative:
This MDR was submitted in error. It is a duplicate with MDR 3005477969-2014-00401.